Event description:
Customer's daughter reported meter displayed "e1", which is not a specified error of the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Requested return of device, replacement sent.